Event description:
The affiliate alleged the customer reported an elevated carcinoembryonic antigen (cea) result, for one patient, involving unicel dxi 800 access immunoassay system. Subsequent testing produced lower results. An amended report was released to the hospital. The elevated result was not released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility. The fse completed system check, dark counts check, high sensitivity (hs) foam/hs no foam test, and carryover test. The fse also completed quality control (qc) test. All diagnostic system test results were within specifications. The unit conformed to the manufacturer's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.